Manufacturer narrative:
(B)(4) (B)(6) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, patient began treatment for the peritonitis, parenterally at home on their own, by using unspecified antibiotics (doses and frequencies not reported, no further detail was provided). At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. It was not reported if dianeal therapy was ongoing. No additional information is available.